Event description:
On (B)(6)/2009, the pt reported that today, when he tried to program a meal bolus, the up and down buttons on his insulin infusion device did not respond to presses. He stated this only lasted for 1 min and after pressing other buttons, the up and down buttons responded and he was able to program his bolus. He said his device has not been dropped or exposed to water or insulin. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.